Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006: patient presented with degenerative disc disease l3-l5, foraminal stenosis l3-l4 and l4-l5 bilateral. The patient underwent the following procedures: anterior discectomy and fusion l3-l4 and l4-l5. Insertion of intervertebral body cage l3-l4 and l4-l5. Use of bmp and morcellized allograft, local allograft. Anterior instrumentation, one level. Laminectomy l3, l4 and l5. Foraminotomy l3-l4, l4-l5, and l5-s1 bilateral. Posterior spinal fusion l3 to l5. Posterior spinal instrumentation l3 to s5. Repair of durotomy. As per-op notes, "the procedure was done first at l3-l4 which was worse than l4-l5. The endplates were regularized to accommodate a cage. The cage was packed with bmp and some allograft was placed in the space around the cage. The cage was impacted. The same procedure was done at the l4-l5 level where the disc was a little destroyed. The same size cage could be used with bmp and with a good amount of allograft around the cage." The patient tolerated the procedure well.

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l3-4 and l4-5. To achieve fusion, surgery was performed using rhbmp-2/acs at multiple vertebrae levels. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. It was also reported the patient's spine was damaged. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.